Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device for evaluation. It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. In addition, the air/water nozzle was not deformed, and the foreign material clogged inside the nozzle was presumed to be some water scale (the color was light yellow and the texture was kind of hard). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of olympus (B)(4) and it said that the foreign material clogged inside the nozzle was presumed to be some water scale (the color was light yellow and the texture was kind of hard) and the former similar case, omsc presumed there was the possibility this phenomenon was attributed to the following mechanism and causes; water remained in the air/ water nozzle due to insufficient reprocessing of the air/water channel of the subject device or improper storage environment of the subject device. As the water dries, the components contained in the water precipitate and become water scale, resulting in clogging in the nozzle. [Notes]: since the instructions for safe use (IFU, reprocessing manual) has the following description, it is probable that the reported phenomenon could be prevented. 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. 8.1 precaution of storage and disposal: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device. There was the possibility that the insufficient or incorrect reprocessing subject device might have been used for next procedure. The subject device had been returned to olympus (B)(4) for repair of clogging of the air/water nozzle and leakage of the bending cover. There was no report of patient injury associated with the event.